Event description:
Related manufacturer reference number:2017865-2023-37806. It was reported that the patient has deceased due to ventricular tachycardia and coronary artery disease. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient death. As received, only partial lead was returned for analysis. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.